Event description:
It was reported that the pump flipped. A surgical revision was planned for (B)(6) 2013. The patient had no symptoms related to the event. The patient status was reported as ¿alive - no injury¿. It was later reported that the pump was delivering prialt. At the time of the surgery, the pump was port side up although it was confirmed to be flipped with an x-ray prior to the surgery. The surgeon felt that the pump had been flipping numerous times. The pocket was found to be quite large. The pocket was modified and a mesh pouch was implanted as well as 8-9 sutures to tack it down to the pocket. The patient never had any disruption/change in therapy due to the pump flipping.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).